Event description:
Ligaclip endoscopic rotating multiple clip applier 20 medium-large titanium ligating clips lot #p4ln04 used to clip the common duct; the instrument cut the duct instead of clipping it; no pt injury.